Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified signs of use and wear along the threads and hex feature, likely from the re-tightening or removal process. However, functional testing to recreate the reported event could not be performed due to the nature of the device & event (loosening). Additionally, the complaint description suggests the reported device was re-visited/re-tightened after the first reported loosening event (may 6), which goes against the product's single-use designation and the referenced IFU warnings. The customer did not provide pictures or x-ray images. A device history review was performed and no related nonconformances were noted. Complaint history review was performed for the reported lot number (1221044) for similar events and one other complaint was identified. Complainant reported that the screw kept loosening after several appointment applying 20ncm of torque between 04/30/2019 and 05/6/2019. The reported complaint could not be verified because the event cannot be recreated as testing or measurement analysis can not be completed for the loosening event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Were not provided and are unknown. Lot number was not provided and therefore is unknown. Device has not yet been returned for evaluation.

Event description:
It was reported than an abutment screw had loosened.